Event description:
It was reported that the device would not operate on battery source. There was no report of patient involvement with incident.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and was unable to verify the reported intermittent battery issue. Physio observed proper device operation through functional and performance testing. The device was returned to the customer for use. The root cause of the reported issue is unknown.